Event description:
It was reported that an eva bag had a particulate matter within it. This was found before use. The device was filled with glucose, amino acid, calcium and sodium. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual (with the naked eye) and microscopic inspection, an elongated, light colored particle resembling a needle scrape was observed within the device. The reported condition was verified. Two needle scrape damage marks were also observed on the interior sidewalls of the injection site port. The particle's shape corresponded to the shape of one of the damage marks. Fourier transform infrared spectroscopy scanning determined the particle to be of methyl methacrylate acrylonitrile butadiene styrene material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the particle was determined to be due to the method used to insert the needle into the device; specifically, the particle was scraped from the injection port body during insertion of the needle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.